Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported "ez blocker bronchial blocker size 7 fr was found with yellow cuff leaking during procedure". No patient injury or desaturation reported. No medical intervention reported. Patient condition reported to be fine.

Event description:
It was reported "ez blocker bronchial blocker size 7 fr was found with yellow cuff leaking during procedure". No patient injury or desaturation reported. No medical intervention reported. Patient condition reported to be fine.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Manufacturer narrative:
(B)(4). The actual sample was returned and sent to the manufacturing site for evaluation. The manufacturing site reports that functional testing was performed and it was found that the balloon on the yellow extrusion was leaking. The complaint is confirmed; however, a root cause for the issue could not be identified.

Event description:
It was reported "ez blocker bronchial blocker size 7 fr was found with yellow cuff leaking during procedure". No patient injury or desaturation reported. No medical intervention reported. Patient condition reported to be fine.